Event description:
A female admitted with c/o of left leg pain. She has history of intramedullary nail at another facility. Orif at this facility in 2002. X-ray revealed broken screw and loosening of another screw in her left femur. Also revealing obvious non-union, separation of bone fragments and further displacement of screws and plate. Pt underwent removal of hardware, take down non-union and open reduction internal fixation with bone grafting of the left femur. Per surgeon, the pt had shortening of the extremity and failed hardware. Note - screw does not have symbol or numbers. We believe it is a synthes product but not sure.